Event description:
A capture and sensing anomaly were observed. It was noted that threshold was high and sensing was low. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.